Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6., h.6.

Event description:
Physician reported left side rupture. Device has been explanted.